Event description:
Device malfunction: none. Symptoms/ae: clip attached to balloon catheter. Time of symptoms/ae: during removal of the balloon catheter. It was reported that in late 2008, a successful arteriotomy closure was performed using a starclose se device in the right common femoral artery after a diagnostic procedure. In early 2009, an intraaortic balloon pump (iabp) was placed at a second hospital. The puncture site was at the previous arteriotomy site. Three days later, the iabp was being removed; however, the physician was unable to remove the iabp and a vascular surgeon was called. The iabp was surgically removed and the clip was found to be attached to the balloon material. Reportedly, when the iabp was placed the physician had inserted the needle through the clip resulting in the clip becoming attached to the balloon material; the starclose se clip had not failed to perform. Hemostasis was achieved surgically and the pt was reported to be doing fine. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.